Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge service territory manager (stm) who encountered the issue found a helium leak in the fill/pim section. The stm replaced the fill assembly and the pim module. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) that while function testing the balloon pump, it would fail on autofill, and go into a system alarm. There was no patient involvement and no adverse event was reported.